Event description:
It was reported that the device could not be interrogated and no pacing was noted. The device was explanted and replaced.

Manufacturer narrative:
As received, no communication could be established with the device due to a low battery voltage. The device did not meet expected longevity between eri and eol. The device was connected to an external power supply. Bench, automated electrical, temperature, and humidity testing were performed. Device function and battery current drain were normal. The original battery was returned to the vendor for analysis. The cause of premature battery depletion was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.